Event description:
It was reported, the patient had fluid accumulation at the lead incision site. The patient was hospitalized due to the issue. Follow-up identified the patient was released from the hospital. It was reported, there were no signs of infection, and the patient was well, and receiving effective stimulation coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.